Event description:
As reported by an edwards united kingdom affiliate, during an off-label tpvr procedure with a 23mm sapien 3 ultra valve, the non-edwards sheath was introduced past the native tricuspid valve, but could not be advanced any further to the intended position. It was decided to proceed to insert the valve and delivery system. However, the valve and delivery system became stuck once it exited the non-edwards sheath. After flexing, wire manipulation, and other maneuvers, the team was still not able to advance the valve to the landing zone. Upon attempt to remove the devices, the valve seemed lodged in the tricuspid and could not be retrieved into the non-edwards sheath. The patient became unstable, so it was decided to revert to surgery. The valve was extracted during surgery.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. It should be noted that it was a pulmonic case. The sapien 3 ultra valve with the commander delivery system is currently indicated for native aortic valve, aortic bioprosthetic valve, and mitral surgical bioprosthetic valve replacement. It is not indicated for pulmonic positioning. The IFU and training manuals in this section are for use of the commander delivery system in pulmonic position with a sapien 3 valve. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for unable to track system through anatomy and difficulty to withdraw system with valve through vasculature were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. The complaint description states, 'the ds with the valve passed through the dryseal sheath but became stuck once it exited the sheath. Valve was not damaged. After flexing, wire manipulation, and other maneuvers, it was still not possible to advance the valve to the landing zone.' Without the return of procedural imagery or patient information, there is insufficient information to determine a root cause contributing to the reported tracking difficulties. However, it is possible that patient factors such as tortuosity or calcification may contribute to tracking difficulties as it can create challenging pathway during the delivery system advancement through the patient's anatomy. Additionally, as reported, 'it appeared that during all the manipulation to advance the valve, the valve seemed lodged in the tricuspid and could not be retrieved into the dryseal sheath.' This may result in withdrawal difficulties as thv was caught in the tricuspid valve. Likewise, the off-label use of the sapien 3 ultra valve may have also contributed to the reported event as the commander with s3u system is neither indicated for use in pulmonic position. A definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity, calcification) and procedural factors (thv caught in tricuspid valve, off-label use) may have contributed to reported complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.